Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the video system center had a broken circuit board. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than seven (7) years since the subject device was manufactured. Based on the investigation results, no image: dp/dx board damage, could not be identified. Based on the facts obtained from the investigation, as the phenomenon was reproduced at the inspection by the repair department. Presumably, that no image occurred due to dp board failure and dx board failure. However, we could not identify the material. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿labelling review: not applicable because evidence for defects caused by user misuse could not be obtained.¿. Olympus will continue to monitor the field performance for this device.